Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was over 600 mg/dl. The sensor glucose level was 202 mg/dl. Auto mode feature was not active at time of incident. Insulin delivery was not suspended due to large difference in sensor glucose and blood glucose level. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.